Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was unable to be reproduced with isometrics. This device system was explanted and replaced due to the reported noise. No additional adverse patient effects were reported.